Event description:
Healthcare provider reports the protime software data showed two different pt inr codes on printouts from the same sample specimen test time. Also noted, the first printout showed "controls ok" and the second printout did not include the "controls ok" text.

Manufacturer narrative:
This MDR submitted (B)(4) 2010 references itc complaint (B)(4). Method, result, conclusion: manufacturer evaluation/investigation currently in process. Itc has requested all data required for form 3500a. Fields for which data were not obtainable or are not applicable are intentionally left blank.